Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was not impacted. A system check was performed and air bubbles were noted to be in the infusion set tubing. The contact indicated that the cartridge, infusion set and site would be changed.